Event description:
A 60 year old male presented to interventional radiology (ir) for removal of his port following completion chemotherapy. When the radiologist removed the port reservoir; they noted the catheter was fractured. Fluoroscopy was used to locate the remaining catheter. The catheter was located in the superior vena cava and right heart. The right groin access was obtained, and the catheter was snared. And removed. A second fracture in the catheter was then noted at the level of the clavicle. When the catheter was snared, the catheter, fractured at this point. There were numerous attempts to snare this sub-centimeter fragment, but it could not be snared, it was thought it was either embedded in the vein or in the subcutaneous tunnel. It was determined the risk of injury from further manipulation to the vein. Seemed to outweigh the benefits of removal so it was left in place. CT scan was done which showed: retained catheter fragment measures 9 mm in length and is located within the right internal jugular vein just adjacent to the confluence with the subclavian vein and posterior to the right clavicular head (5:87, 3:23). The catheter fragment is located peripherally within the vessel, likely oriented along the vessel wall. No other catheter fragments or retained foreign bodies identified. After further review and consultation with radiology colleagues, the patient was contacted the next day to see if he wanted to come back for another attempt at retrieval of the catheter. Fragment. The patient agreed. On (B)(6)2024, the patient presented to interventional radiology. The catheter piece was successfully. Removed via the right neck. A post procedure chest x-ray showed no residual catheter.